Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted (B)(6)2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing, intermittent pacing, and measured small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.